Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization. The etiology of the peritonitis is unknown; therefore, causality cannot be established. However, it is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum. While there is no objective evidence indicating an association between the liberty select cycler, liberty cycler set and the patient¿s adverse events; the liberty select cycler cannot be excluded from having a possible causal or contributory role. Due to the lack of specific information, a pending manufacturer evaluation and no discharge summary, there is insufficient evidence to conclude the root cause of the event. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may cause technique failure in pd. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with drain complications. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized the same day for peritonitis (symptoms not provided). During follow-up on (B)(6) 2019, the patient¿s pdrn stated the patient was still hospitalized, but discharge was expected that day. The patient will reportedly have their pd catheter (not a fresenius product) removed (specifics not provided) and will transition to hemodialysis (hd) for rrt. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Subsequent attempts to obtain additional information have thus far proven unsuccessful.